Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) performed good faith attempts to get the additional information from the customer. No responses received from the customer and additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user requested 4no3 needs to be deleted from the background as the patient was not populated in 4no. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.